Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a charge time greater than 15 seconds during a ventricular fibrillation episode. Despite this, anti tachycardia pacing and a shock were delivered, converting the rhythm successfully. The charge time during capacitor reformation was within acceptable limits. Technical services was consulted and indicated it was physician discretion to consider device replacement before reaching elective replacement indicator based on charge time from the presented episode. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a charge time greater than 15 seconds during a ventricular fibrillation episode. Despite this, anti tachycardia pacing and a shock were delivered, converting the rhythm successfully. The charge time during capacitor reformation was within acceptable limits. Technical services was consulted and indicated it was physician discretion to consider device replacement before reaching elective replacement indicator based on charge time from the presented episode. No additional adverse patient effects were reported. This device remains in service. Additional information was received. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.